Manufacturer narrative:
Per further review it has been determined that this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was not able to use the purewick urine collection system. They contacted the representative several times trying to get help, and the doctor also tried to help the patient. Also, the representative offered to troubleshoot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was not able to use the purewick urine collection system. They contacted the representative several times trying to get help, and the doctor also tried to help the patient. Also, the representative offered to troubleshoot.